Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one (1) driveline cable and one (1) driveline boot cover of an unknown lot number were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site revealed a crack on the outer sheath of the driveline. Additionally, visual evidence revealed discoloration of the driveline outer sheath. A driveline sheath repair was performed by the site to mitigate the conditions reported. Visual evidence provided by the site also revealed the driveline boot cover had an inability to adequately slide cover the driveline connector. Of note, the site reported the driveline boot was cut and repaired by the site to mitigate the conditions reported, which corresponds with the additional visual evidence of cut damage on the driveline boot cover with a repair on the unit. As a result, reported events were confirmed. Based on historical review of similar events, the most likely root cause of driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the most likely root cause of the reported driveline cover damage can be attributed to the cut damaged as described in the event details. Based on historical review of similar events, a possible root cause for the difficulty sliding the driveline boot cover over the connector may be attributed to plastic deformation of the driveline connector boot cover likely introduced during use. Additional products: driveline cover - serial or lot#: unk h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ driveline cover, model #: unk / expiration date: unk / serial or lot#: unk, UDI #: unk. No, device evaluation anticipated, but not yet begun. Mfg date: unk. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was damage to the driveline sheath near the connector. The area was covered with rescue tape. It was also reported that the driveline cover was difficult to slide off the connector. It took five to seven minutes and significant force to move and would not slide back over the driveline connector smoothly. The tape from the driveline repair was not impacting the movement of the cover. The driveline cover was cut vertically, and tape was placed over the cut. The driveline cover would now move smoothly over the connector. The driveline and driveline cover remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for inclusion of this event as being in-scope for field action 3007042319-12-06-2022-005-c. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.